Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address instability post-primary left total knee replacement. The poly bearing was exchanged for the next bigger size. No further information is available at this time.